Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2014-00026: plate.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2014-00228: screw 2, 3025141-2014-00229: screw 3, 3025141-2014-00230: screw 4, 3025141-2014-00231: screw 5, 3025141-2014-00232: screw 6, 3025141-2014-00233: screw 7, 3025141-2014-00234: screw 8.

Event description:
On (B)(6) 2012, the pt had a 3 hole olecranon plate implanted to treat a right olecranon fracture. On (B)(6) 2012, an x-ray was taken showing proper healing of the fracture. That same evening, the pt experienced "pain in his elbow". The next day, another x-ray was taken which showed a new olecranon fracture in a different location. The 3 hole plate was removed and replaced with a 5 hole plate on (B)(6) 2012.